Event description:
This ra lead was implanted on (B)(6) 2011 and was explanted on (B)(6) 2016. Additional information received stating that this lead had no capture. The doctor believes that ra lead was damaged during a maxe procedure that the patient had performed in (B)(6) of this year. It was believed that the mae procedure lead to the capture issue. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).